Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in the netherlands, a 26mm sapien 3 ultra valve was deployed in the aortic position via the transaortic approach. At the end of the valve inflation, the certitude delivery system balloon burst. No withdrawal difficulties were reported. No patient injury was reported. At the time of the report, the patient was in stable condition and doing well. The valve remains implanted in the patient.

Manufacturer narrative:
The certitude delivery system (ds) was returned for examination and the reported event from the customer was confirmed by a visual inspection. Visual examination found that the balloon burst radially and longitudinally with no missing pieces and a kink in the guidewire lumen was observed. The 3mensio indicated that calcification was present in the patient's annulus and under fluoroscopy, there was confirmation of a balloon burst. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. This event reports a balloon burst during thv deployment that has not resulted in patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Although the complaint for balloon burst was confirmed, there was no manufacturing non-conformance identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why the deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per medical opinion and 3mensio provided, there was the presence of calcification in the non-coronary cusp. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloon is sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, the interaction between the balloon and the struts of the degenerating pre-existing valve can compromise the structure of the balloon wall, even a low implantation pressure, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, a review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.